Manufacturer narrative:
Patient information was unavailable. A medtronic representative reported that the imaging system was not responding to commands to open the door. It had been moved in for a confirmation spin post surgery. The medtronic representative walked the site through trying the door open override (yellow button on side of gantry) which was unsuccessful. The medtronic representative then instructed the site on how to follow instructions to manually wrench the door open. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. After the case, the site representative tested the imaging system and had the same issue with the gantry getting stuck. When the site rebooted the system and it was able to open/close normally. The site was not, however, able to take any 2d or 3d shots. During the onsite inspection, the medtronic representative reported that the gantry motion controller was replaced. The replaced gantry motion controller was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis was unable to verify the reported part failure. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response (B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not responding to commands to open the door. It had been moved in for a confirmation spin post surgery. The medtronic representative walked the site through trying the door open override (yellow button on side of gantry) which was unsuccessful. The medtronic representative then instructed the site on how to follow instructions to manually wrench the door open. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. After the case, the site representative tested the imaging system and had the same issue with the gantry getting stuck. When the site rebooted the system and it was able to open/close normally. The site was not, however, able to take any 2d or 3d shots.